Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets with cassettes had "lids off of the patient line". This was noticed when removing the overpouch prior to use for peritoneal dialysis (pd) therapy. No damages were noted on the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.